Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a permanent procedure on (B)(6) 2019 while the physician was using a dural separator, the ssep signal to the legs were lost. The procedure was aborted and the patient had full use of their legs in the pacu.